Manufacturer narrative:
Section a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation, as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was observed at the center of the optic of the intra-ocular lens (iol). The reporting physician had a tighter feeling than usual when turning the plunger at the time of insertion. Far distance visual acuity without correction on postoperative day 1 was 1.2, which had no problems. There was no patient injury and the physician decided to wait and see how it goes. The iol remains implanted, therefore the material is not available for return. No further information was provided.